Manufacturer narrative:
The duraseal dural sealant system 5ml us box of 5 (202050) was returned for evaluation: device history record (DHR) - a DHR review, and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - investigation showed that the sample received back included pouch, tray, cap holder, syringe holder, y-connector, 3 spray tips, blue syringe, clear syringe and vial. The cap holder and syringe holders were visually inspected; no damage was detected, only the syringe holder had a few blue spots. The spray tips were visually inspected, and no damage was detected. The y-connector was assembled to a spray tip, and no damage was detected as well. The borate syringe has approximately 0.5ml of liquid inside; the syringe was visually inspected, and no damage was detected. The phosphate syringe was empty, and no damage to the syringe was found. The syringe tip was removed from the plunger, and it was confirmed that kokoku tip was used. The vial was inspected, and it was found with blue peg inside the vial. The bioset was pressed down and the redline was not visible; this indicates that some liquid was able to enter the vial, but the quantity of liquid was not enough to complete the peg reconstitution operation. A test with water was performed by filling the blue syringe with water until the 2.5ml line. The syringe was then assembled to the vial, and once the syringe was pushed all the way down, the water was able to enter the vial. After mixing, all the blue peg was dissolved, and there were no issues with the withdrawal of the liquid from the vial. Root cause - the product received was tested and the failure mode reported was not confirmed; therefore, the root cause of the reported failure is undetermined. Per the dfmea, potential causes of failure include ¿issues with solution mixing and coverage.¿ the risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during surgery, after injecting diluent syringe into the powder vial of the duraseal dural sealant system (202050), the powder would not dissolve. The product was in contact with the patient; however, there was no patient injury or surgical delay.